Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that she had experienced a hypoglycemic episode. Paramedics were called and measured pt's bg at 42 mg/dl while cgm was reading 127 mg/dl. Paramedics had to administer glucagon during her call to dexcom technical support pt reports she was feeling normal.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.